Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right atrial lead was dislodged due to patients twiddlers syndrome. It was noted that all bi-v implantable cardioverter defibrillator (ICD) system leads were dislodged and "braided around each other." The implantable pacing lead was cut and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model: competitive implantable cardioverter defibrillator (ICD) crt-d.  (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.